Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed, that the patient underwent surgical intervention. Where in the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Event description:
Related manufacturer report number: 1627487-2021-01802. It was reported that one of the patient's leads was showing high impedances. Manufacturer representative was able to reprogram around lead to provide effective therapy. However, surgical intervention may take place to further address the issue. Note: as it is unknown which lead had high impedances, both leads are being reported.